Event description:
Reported event of five patients who require reoperation for "port site infection" found in the following journal article: "long-term outcomes and experience of laparoscopic adjustable gastric banding: one center's results in china," xing zhen liu, m.d., kai yin, m.d., jie fan m.s., da jin zou, cheng zu zheng, m.d., et al, surgery for obesity and related diseases: official journal of the american society for bariatric surgery, electronic publication date: 10/08/2014.

Manufacturer narrative:
Unique identifier (UDI)#: n/a.